Event description:
When using a bd blunt plastic cannula device (lot 5197263, exp 7/31/2030), the team member observed gray particles floating in the normal saline vial that were not there prior to puncturing the vial. It looked like shredded stopper particles in the vial. This is the second recent occurrence of a similar incident involving the use of a bd blunt plastic cannula device; for the first recent occurrence the lot # is not known. Also, this issue was reported to the FDA twice by another facility (user facility # (B)(4)) in our organization during calendar year 2025.